Event description:
It was reported that the patient had a surgical procedure to implant an inflatable penile prosthesis (ipp). Thirty minutes post procedure, the patient had blood in his urine and was readmitted to the hospital. A cystoscopy revealed tubing through the bladder with bleeding. The ipp was replaced and upon replacement, the tubing was observed to be cracked. The bladder was perforated during the replacement procedure and the implant of the new ipp was abandoned. The ipp cylinders, however, were left behind and a new reservoir was then implanted on (B)(6) 2021. The patient had a good outcome. The patient's bladder was repaired, the patient is expected to fully recover, and a patient outcome of good was reported.

Manufacturer narrative:
The following fields have been updated: b5- event description. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with ams 700 procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of hematoma and perforation were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to implant an inflatable penile prosthesis (ipp). Thirty minutes post procedure, the patient had blood in his urine and was readmitted to the hospital. A cystoscopy revealed tubing through the bladder with bleeding. The ipp was replaced and upon replacement, the tubing was observed to be cracked. The patient's bladder was repaired and the patient is expected to fully recover.